Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not power up. Analysis also noted a noisy system fan and a noisy printer. The radiofrequency transceiver was replaced as well as the fan and the printer.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer did not turn on. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.